Event description:
Additional information was received stating that the premature detachment with the 5.0cm apollo was not observed out of box. It happ ened at the time of preparation. The cause of the event was not determined. There were no issues that resulted in the detachment. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 105-5097-000 (b607191); product type: implant date n/a; date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment for a cerebral arteriovenous malformation involving severe vessel tortuosity in the distal middle cerebral artery with a vessel diameter of 1.5mm, two apollo catheters were involved in separate incidents. The tip of the apollo catheter 3.0cm pre-detached during use while tracking to the arteriovenous malformation site, and the detachable area of the apollo catheter 5.0cm detached out of package or during preparation. Both separations occurred at the distal location of the catheters. There was no friction or difficulty during injection, no force applied during delivery or removal, and no entrapment, vasospasm, or catheter sticking was reported. There was no damage or evidence of tampering to the packaging. The catheters and accessory devices were prepared and flushed as indicated in the instructions for use. No surgical or medicinal intervention was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis. As found condition: the apollo catheter was returned for analysis within a primary and secondary shipping boxes, an open apollo outer carton (b671399), an open apollo inner pouch (b671399), and a dispenser coil. Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was measured to be 1.4mm, which is within specification. Conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was confirmed. Tip detachment can be caused by the detach joint ldpe overlap length being too short, patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, guidewire damage, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. It was reported that there was no force used during delivery or removal, catheter entrapment, vasospasm, or catheter sticking. The ldpe overlap length was found to be within specification. The guidewire used in the event was not returned and the make/model was not provided. Therefore, any contributing factors (including compatibility) could not be assessed. In this event, it is likely that the patient¿s ¿severe¿ vessel tortuosity contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.